Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose. A system check was performed, and it was found that the customer was using off label insulin within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management. No additional information was provided.